Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level exceeded 500 mg/dl as indicated by the monitor reading "high." To correct this, the customer administered a correction injection manually, replaced the infusion set and cartridge, and resumed insulin therapy.